Event description:
It was reported to philips that the device was not detecting the paddles or ECG cable and showed equipment disabled. There was no patient involvement. The customer requested assistance from an authorized service engineer. Per the customer the device displayed equipment disabled and would not detect the paddles or ECG cable. Due to the noted issue, the process pca was replaced to fix the noted issue. Based on the conclusion of the investigation it was determined that this was a malfunction of the processor pca. The processor pca was ordered and replaced to resolve the noted issue. The device remains at the customer site and no further investigation or action is warranted.